Event description:
Customer reported her sensor readings are off from her blood glucose levels. Customer's current blood glucose is 150 mg/dl. Customer states she uses proper calibration techniques. One night she woke up with a predict low alert that caused her insulin pump to go into suspend mode, but she was at 130 mg/dl. The next morning the sensor read 400 mg/dl, but she was nowhere near that number. Customer does not sleep on the sensor. She uses proper insertion methods. She stated she has two little children who climb over her, possibly pushing on the sensor. Customer was advised a bent cannula could be the cause of inaccurate readings. She was advised of proper sensor methods and told to call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.